Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-nov-2019 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 052 alarms. During testing, the pump powered on to a call service 052 alarm. The pump cover was opened and the transceiver flex was found to be damaged. The transceiver was disconnected from the pump and the pump powered on without any call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.